Event description:
It was reported that a user experienced hyperglycemia with a glucose value of 391 mg/dl on the first day using the ilet after eating and announcing the meal as trained. The continuous glucose monitor (cgm) trend later showed a downward arrow. User education and troubleshooting were provided regarding pump adaptation and consistency during the initial week. Symptoms included elevated blood glucose without reported additional clinical manifestations. Outcomes included no medical intervention beyond self-management guidance and no hospitalization. Investigation included complaint handling, user interview, and product-use assessment. Investigation of this case revealed no device malfunction reported and that the pump was delivering insulin as indicated by the downward trend. It was concluded, based on previously established findings for similar reports, that the event was consistent with hyperglycemia of unclear cause during early adaptation to therapy.